Event description:
As it was reported by the study database: this pt with a history of hypertension and high cholesterol was admitted for carotid angiography. Angiography revealed a 60%, 20mm lesion in the right carotid artery. The lesion was moderately calcified and tortuous. There was also contralateral occlusion noted in the left carotid artery. An angioguard was deployed beyond the lesion and a 6.0 x 30mm precise was successfully deployed in the target site. There was no debris noted in the filter basket after removal. A 15% residual stenosis persisted. Later, the same evening, the pt experienced aphasia. This was given a diagnosis of cerebral hypoperfusion syndrome secondary to the contralateral occlusion. The pt's symptoms resolved within 48 hours with improvement of blood pressure. Pt was given dopamine to boost her blood pressure. When her blood pressure was stable, her symptoms resolved.

Manufacturer narrative:
The product(s) are not available for analysis. A review of the manufacturing route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance. Hemodynamic depression following carotid artery stenting procedures is a common event and is most likely related to a carotid baroreceptor mediated response, commonly referred to as carotid sinus reflex. The carotid sinus contains numerous baroreceptors, which function as a "sampling area" for many homeostatic mechanisms for maintaining blood pressure. During balloon inflation or stent deployment, pressure can be exerted on the nerves innervating the carotid sinus, which can trigger large changes in heart rate and/or blood pressure. There is no evidence to suggest that this event is related to a mfg issue or defect of the device. There are pt factors, including but not limited to contralateral occlusion, that contributed to this event.